Event description:
Undersensing was reported. There was reportedly no detection or therapy while a 'vt/vf like waveform' was recorded on an ECG. The patient was in end stage heart failure and died, despite CPR and external defibrillation.